Event description:
A report was received that the patient was experiencing loss of bladder control and loss of feeling in the bottom half of the body when the stimulation was turned on. It was also reported that several contacts of the patient¿s leads showed high impedances and the ipg would take a long time to charge then it depletes quickly. The patient will undergo a lead and ipg replacement.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and leads were replaced. No device malfunction was suspected. The physician does not believe that the loss of bladder control and loss of feeling in the bottom half of the body were device related. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing loss of bladder control and loss of feeling in the bottom half of the body when the stimulation was turned on. It was also reported that several contacts of the patient¿s leads showed high impedances and the ipg would take a long time to charge then it depletes quickly. The patient will undergo a lead and ipg replacement.

Manufacturer narrative:
Additional suspect medical device components involved in the event:   model#: sc-2218-50, serial#: (B)(4), description: linear st lead, 50cm.